Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were having an issue connecting to their implant when trying to use the external devices. The caller stated that they were trying to connect to the implant to make an adjustment but were seeing a message that it can't connect; retry or cancel. The agent walked the caller through troubleshooting; confirmed successful connection between the handset and communicator. The agent they walked the caller through trying to position the communicator over the implant and connection and caller confirmed 'device is not responding'. The agent asked if there were any falls/traumas/medical procedures/change in implant pocket site that they think would be related to the issue. The caller stated they had a fusion surgery on their si joint in march and turned the therapy off for that procedure. The agent asked the caller if they saw any messages indicating that the implant battery was nearing the end of its life and caller stated no. The agent had the caller try palpating to find correct ins location, leaning forward, avoiding emi and still the caller was not able to connect. The agent then asked the caller if they had noticed a change in therapy; no longer feeling stim and return of symptoms and caller stated yes. The issue was not resolved. The patient was redi rected to their healthcare provider to further address the issue and have their ins battery checked.